Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 250 units of insulin. Additionally, a cartridge alarm (alarm 1) during the loading sequence. The customer¿s blood glucose level was 107-117 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.